Event description:
User states they got low results for multiple assays on one patient sample. The lab did not catch the low results and reported them. The doctor questioned the results and had the lab repeat testing. The potassium was originally reported as 3.1 mmol/l, but repeated as 4.4 mmol/l. The original total bilirubin result was 1.3 mg/dl and repeat result was 0.9 mg/dl. User issued corrected report, but did not have access to any other patient information. If additional information is received, appropriate notification will be provided.